Event description:
The facility representative reported a colleague infusion pump with a condition of "channel a inoperative" (unknown failure code). The event was reported to have occurred during programming/set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During review of the event history by baxter, the reported problem was confirmed as a failure code 807:05 which caused an interruption of delivery. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
Device evaluation: the reported condition was confirmed and duplicated. The root cause was determined to be a faulty channel a phm (pump head module). The channel a phm was replaced to correct the reported condition. Should additional information becomes available, a follow up medwatch will be submitted. (B)(4)